Event description:
When preparing the fs-omni-35, the stripping of the wire guide is extremely difficult. The plastic of the sphincterotome catheter became serrated. This resulted in the cannulation of this omni losing memory and cannulating to the right. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the products said to be involved confirmed the report of difficulty to perform zip exchange and incorrect orientation. The breakthrough channel has been utilized fully. The outer edges of the channel are rippled and torn, indicating difficulty with zip exchange. Since the breakthrough channel has been fully utilized, functional testing of the zip exchange channel was unable to be performed. During our laboratory analysis of orientation, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 9:00. (Appropriate orientation is approximately 11:00 - 1:00 o'clock). A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation has not yet been determined. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of zip exchange difficulties. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.